Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable carbohydrate antigen 19-9 (ca 19-9) result for one patient sample. A physician asked for investigation of a patient sample due to the high result despite no observation of a tumor. The result at the customer site was 2342 u/ml. The specific date of testing was not provided. As part of the investigation, on (B)(6) 2015 the result on a cobas e411 was 2255 u/ml (1:4 dilution). The result by lumipulse was 4850 u/ml (1:100 dilution). The high result was confirmed and the results were reported to the physician. No adverse event was reported. The reagent lot number and expiration date were requested, but were not provided. A specific root cause could not be identified.